Manufacturer narrative:
The other relevant components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient did not think the pump was delivering the prescribed amount of drug. On the patient¿s last refill, it was showing 2.5 ml left in the reservoir, but 5 ml was withdrawn. There were no reported environmental, patient, or external factors that may have led or contributed to the issue. There were no reported diagnostics/troubleshooting performed. The patient was being referred to the implanting hcp for further evaluation. The issue was not resolved at the time of the report and the patient status was alive with no injury. Surgical intervention did not occur and it was unknown if surgical intervention was planned. Additional information was received from the representative on (B)(6) 2017. It was stated that the actions/interventions taken were the patient was being seen on (B)(6) 2017 by the implanting healthcare provider (hcp) for further evaluation. Additional information received from a healthcare professional (hcp) on (B)(6) 2017 reported they were coordinating to do a catheter dye study to check on a catheter occlusion and they wanted to reach a manufacturer representative (rep). It was noted that the catheter issues were previously reported. No further complications were reported/anticipated.

Manufacturer narrative:
Patient code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2017. The catheter dye study was performed and the radiologist confirmed that everything looked fine. They had been seeing volume discrepancies of the patient getting over 5 cc. The representative stated she did not have much information, but believed that the pump logs had already been checked. There did not seem to be any anomalies. A single therapeutic bolus had been performed as well, but the pain level was still not being addressed. The patient was complaining of pain, which was why the managing healthcare provider (hcp) was wanting the implanting hcp to replace the pump as well as the catheter.

Manufacturer narrative:
Additional review indicated the information previously reported in manufacturer's report # 3004209178-2017-19292 pertains to this manufacturer's report. Any additional information related to the previously reported event will be reported. Other relevant components include: product ID 8782 (B)(4) implanted: (B)(6)2015 product type catheter product ID 8781 (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type catheter intervention required; life threatening, serious injury. Interrogation of the returned device revealed the pump had been programmed to deliver 4,000.0 ¿g/ml of fentanyl at 1,000.2 mcg/day of and 22.0 mg/ml of bupivacaine at 5.501 mg/day in simple continuous infusion mode. Evaluation of implantable pump (B)(4) revealed no anomalies. The returned pump passed all functional testing in the laboratory. Evaluation of implantable catheter (B)(4) revealed damage to the transition tubing on the body of the catheter. The returned catheter was found to be patent, and passed pressure leak testing in the laboratory. Of note, only product ID 8781 (B)(4) was returned for analysis; product ID 8782 (B)(4) was not returned for analysis. Patient codes (B)(4) are no longer applicable to this event, please refer to MFR report #3007566237-2017-04541. Device codes (B)(4) are no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and the consumer. It was reported the issue began on (B)(6) 2017 (of note, it was also reported by the patient the issue had been occurring since implant, (B)(6) 2015). The healthcare provider reported the patient had felt they were not receiving the correct amount of medicine from their pump. The issue occurred post-operative. In response to the question, what symptoms, if any, did the patient experience related to the issues with the pump? And the healthcare provider said n/a. It was reported a dye study showed no issues with the pump or the catheter. As of (B)(6) 2017, it was unknown if any actions/interventions were taken to resolve the issue. The healthcare provider had not seen the patient since. Additional information was received from the consumer. The patient reiterated that their pump had been removed due to a malfunction, and indicated they wanted the device back after analysis. The patient indicated there had been issues with their pump since it had been implanted. The patient stated that both the doctor and manufacturing representative agreed that the pump and catheter been malfunctioning, and both needed replacement. The patient indicated they have suffered damages physically, mentally, emotionally, and financially. The patient reported they had four large scars from the pump, and the catheter was left in their spinal cavity to avoid causing a hole. It was indicated the patient had experienced withdrawal on three occasions, and they felt like they were going to die during the withdrawal. The patient experienced horrible chest pain, in addition to other side effects, during the withdrawal. The patient was concerned that the episodes could have possibly damaged or strained their heart. The patient indicated the withdrawal had brought on other health issues. The patient also reported after they discovered the pump was malfunctioning, their appendix burst. The patient did not realize they were having the appendix attack due to confusion because they had been having issues with their pump. Consequently, the patient stated they did not seek medical attention until their appendix burst, and they were not able to stand-up straight or walk.

Manufacturer narrative:
Additional patient codes: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient had a dye study performed and it was noted the catheter was not delivering the medications correctly and the catheter and the pump needed to be replaced. It was also noted the catheter was not in the correct position. The patient had been waiting over 2 months for the replacement surgery with nothing scheduled. It was noted the patient had been having sever pain crisis with going into severe withdrawals causing chest pains. The patient was administered medications to reverse the withdrawal and bring the patient out of the severe pain crisis. The patient thought they were dying. The patient noted they were out of their mind, vomiting nonstop, and violently shaking. The patient gritted their teeth so hard that it forced the veneers off their teeth and bit through their tongue. It took days for the patient to recover and to this day is still not fully recovered physically. It was noted the patient was having the pump and catheter removed on (B)(6)2017 and implanted with another device. It was noted the patient suffered from rheumatoid arthritis and severe neuropathy which worsened as a result of the pump malfunction. It was noted the patient had scars on their back, the catheter was left in the patient's body, they are suffering migraine type headaches for the past 3 weeks, and have leaking spinal fluid. The patient's appendix also burst but they did not realize for a few days as it was thought to be a result of the pump issue. The patient noted their white blood count was 30,000, was sweating profusely, and had severe weakness.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer reported the patient's pump is and has been malfunctioning.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8782, (B)(4), implanted: (B)(6)2015 explanted: product type catheter. Product ID: 8781, (B)(4) implanted: (B)(6)2015 explanted: (B)(6)2017 product type catheter. If information is provided in the future, a supplemental report will be issued.